Manufacturer narrative:
(B)(4) - urinary tract infection. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a total pelvic floor repair procedure on (B)(6) 2009, and mesh was used. An indwelling catheter was inserted for 2 weeks post-operatively. A bladder infection occurred one week post-operatively and it resolved when the pt was treated with levaquin. Since the procedure, the pt feels discomfort and can occasionally feel something touching her bladder and/or her urethra. The pt is aware of these sensations in the pelvic floor which have improved in the past year. The pt has had numerous doctor visits to the surgeon, gynecologist and urologist. Topical estrogen helps. The pt also sees a physical therapist who provides an internal manual massage to the area which also helps.